Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: the device deployed and opened fine. The stent was detached. However, it appeared that the proximal tines might not have fully opened. The doctor bumped them with a catheter and then stated that they had opened. No patient injury reported. Patient status is unchanged.